Event description:
Customer reported IV administration set leaked. Stated nurse started an infusion of lipids and noted lipids leaking into pump area and onto the floor. No pt harm reported, and no other details about the event available. The IV administration set was not received, because the customer stated the product was discarded. No investigation will be performed.

Manufacturer narrative:
This report was filed by the manufacturer.